Event description:
As reported, a 29 mm sapien 3 transcatheter heart valve was implanted in a patient with a non-edwards surgical ring in the tricuspid position. The valve exhibited regurgitation, and one of the leaflets became immobile, resulting in severe tricuspid regurgitation. A new sapien 3 ultra resilia valve was subsequently implanted within the initial valve, resolving the regurgitation. The patient was reported to be in stable condition post-procedure.

Manufacturer narrative:
D4: primary unique device identification (UDI) number -(B)(4). Per the report, the device was used in an off-label implantation in the tricuspid position. Therefore, g4 - PMA/510(k) number is left blank. As there are no specific IFU or training materials related to tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use. The investigation is still ongoing.